Manufacturer narrative:
The actual complaint sample was not returned. Four representative samples from lot number 50477031 were received for investigation. Visual and pressure inspection revealed no leaks were observed. A review of the lot history indicates the lot was released for distribution having met all product design requirements. The reported issue could not be duplicated. Nxstage medical considers this report closed. No additional information will be provided.

Manufacturer narrative:
Return of the product is anticipated but has not been received to date. If additional information becomes available a supplemental report will be submitted.

Event description:
A report received regarding a (B)(6) male who experienced fever, shaking, chills, and low blood pressure two hours into treatment. Treatment was ended, and the patient was transported to the hospital. The patient was treated with antibiotics and discharged 3 days later on (B)(6) 2015. Blood cultures were negative. Discharge diagnosis not provided.